Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was 122 mg/dl. Customer was sick and was on steroids and prednisone, customer had been bolusing a lot. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. No button error alarm noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump received with minor scratched display window and cracked reservoir tube lip. The insulin pump received without the original pump belt clip. No damage on belt clip slot noted.